Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a minimum fill notification. The customer declined further troubleshooting from tandem technical support regarding the reported issue, therefore no additional information could be obtained. Customer¿s blood glucose level was between 104-135 mg/dl.